Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the lead in the atrium, the lead "flopped" down and fixed onto the patient's tricuspid valve. Attempts to extend and retract the helix and rotate the lead body were unsuccessful. The helix would not return to the housing. The lead tip seemed to be fully engaged in the valve and noted that it may be caught in the fibrous threads of the leaflet. The lead was capped and abandoned. A new lead was successfully placed. The post-op echocardiogram looked "ok" with no further action needed. No further patient complications were reported as a result of this event.